Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was withdrawn and pre-dilation was performed again. While withdrawing the stent to the guiding catheter, small resistance was felt. It was then noted that the stent was damaged on the balloon. The distal end was fine and the proximal end was foreshortened on the balloon. The physician implanted the stent as close to the lesion as possible. Another synergy stent was implanted in the target lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.